Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing the device on fundus on a procedure, the device was not able to fire. Surgeon was able to press the green button but was not able to squeeze the handle. Surgeon used another reload to resolve the issue. No patient injury.